Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The consumer requested the surgeon not be contacted. This report was mailed to FDA on: 04/10/2008.

Event description:
A consumer reports blurry vision following bilateral intraocular lens (iol) implant surgery. She states her surgeon has told her, she has some residual correction. She is currently wearing contact lenses until her eyes "settle down" and wears reading glasses as well. She sought a second opinion and the physician told her the lenses are implanted correctly and recommended lasik. The consumer requested the surgeon not be contacted.